Event description:
The tps universal driver was returned for service. Upon eval at the MFR, it was found to display a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.

Manufacturer narrative:
Upon disassembly for visual examination, a number of components were found to be worn or damaged including damaged flex strips.